Manufacturer narrative:
Additional reporter phone number e1: (B)(6) office. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2013 to the lower abdomen using a coolmax applicator, to the upper abdomen using a coolcore applicator, and to the flanks using a coolcurve applicator. The patient was retreated on (B)(6) 2013 in the lower abdomen using a coolcore applicator after complaining about lack of results from the first treatment. The patient developed paradoxical hyperplasia (pah/ph) 3 months after the second treatment, diagnosed in the lower abdomen on an unspecified date. There was visible volume increased in the area and it was slightly firmer than the surrounding area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2013 to the lower abdomen using a coolmax applicator, to the upper abdomen using a coolcore applicator, and to the flanks using a coolcurve applicator. The patient was retreated on (B)(6) 2013 in the lower abdomen using a coolcore applicator after complaining about lack of results from the first treatment. The patient developed paradoxical hyperplasia (pah/ph) 3 months after the second treatment, diagnosed in the lower abdomen on an unspecified date. There was visible volume increased in the area and it was slightly firmer than the surrounding area.